Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a procedure to treat benign prostatic hyperplasia (bph) on (B)(6) 2007. According to the complainant, several months after the prolieve procedure, the patient was treated with cipro from (B)(4) 2008 through (B)(6) 2008 for recurrent prostatitis. The patients' condition was reported as stable as of last contact on (B)(6) 2008.

Manufacturer narrative:
(B)(4): device disposed.